Manufacturer narrative:
Exact date unknown, event occurred two years ago.

Event description:
It was reported that the patients ipg would not charge and had telemetry error. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.